Event description:
The pt received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2010 for bilateral leg and back pain. It was reported that the pt had developed a baker's cyst on the back of his knee. The pt reported receiving effective stimulation and was consulting with a physician regarding the cyst. No further info is unavailable at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.